Manufacturer narrative:
H4: the lot was manufactured from november 9, 2022, - november 10, 2022. H10: one (1) actual device was received for evaluation; the second device was not received, therefore, a device analysis could not be completed for that sample. A visual inspection with the naked eye was performed and showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The folfusor device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) small volume folfusors. This was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.